Manufacturer narrative:
Investigation results: device evaluated by manufacturer. The complaint device was received for product analysis. During visual inspection, o issues were noted with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Microscopic examination identified that the inner lumen of the polymer extrusion was stretched 4.6cm from the distal tip. All blades were fully bonded on the balloon and did not exhibit any signs of damage. There was no damage observed to the blade pads. Tip showed no signs of tip damage. During leakage testing, device was attached to an encore inflation unit, and the balloon was inflated successfully and deflated without issue. The encore device was verified before use by using the druck gauge, inflation was to the rate burst pressure (rbp) of 12 atmospheres (atm) as per instructions for use (IFU). No other issues were identified during the product analysis. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of no problem detected. This conclusion code is based on the available information, reported anatomical detail and the review conducted. It was reported that the balloon ruptured during the procedure. Returned product analysis identified stretching to the inner lumen, however, when an inflation test was performed no issue was detected. The balloon successfully inflated and deflated to its rbp of 12atm without issue. The allegation in the complaint cannot be confirmed.

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was reported that balloon ruptured during first inflation at 4 atmospheres. The device was successfully and completely removed from the patient. There were no patient complications.

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was reported that balloon ruptured during first inflation at 4 atmospheres. The device was successfully and completely removed from the patient. There were no patient complications.